Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse performed inspection on probes and dispenses. The cse replaced the base probe, the tubing and the wash block. The cse performed a check on the instrument, which passed. The cse calibrated the probes. The cse ran quality controls, which were within range. The cse ran multi diluent check in replicates, which passed. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and on the same instrument, all resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.